Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.5x24mm drug eluting stent to the 75% stenosed lesion located in the severly calcified, moderately tortuous, proximal left circumflex (cx) artery, but was unable to cross the lesion. The lesion was pre-dilated with a 3.5 x 20mm non bsc balloon. Upon removal of the stent delivery system, the physician noted that the proximal edge of the stent was lifted up. The procedure was completed using another taxus express2 3.5x12mm drug eluting stent. No patient complications were reported. Patient status post procedure is noted as "good".